Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned cassette was tested on a calibrated console and generated system error indicating a cassette identification (ID) error. The pinch plate was inspected and we confirmed an ID tab was broken off, the other tabs were intact. The damage appeared consistent with the ID tab breaking off at some point but was unable to confirm when and where. This observed issue would prevent any fluidics operation and therefore the report of cassette leak is likely related to cassette not recognized. The investigation identified several potential factors that caused or contributed to this reported event. These include: procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited surface area on the identification(ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cassette leaked after it was connected to console before vitrectomy surgery. The procedure was completed after the pack was changed t new one. There was no harm to patient.